Event description:
During a single incision laparoscopy during this case they had a monopolar scissor in the sils port and was using the cautery when on the outside of the port this scissor created an arc off the stryker camera lens the upper part of the lens was laying on the pts abdomen, she got a small burn, the instrument was removed and a new one used without further problems.